Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 28 mg/dl. As the customer was feeling disoriented, the contact assisted with providing the customer with soda. Reportedly, the customer believed that there was an issue with the pump. System check was performed with tandem technical support and no issues were identified. Recommendation was made to consult with healthcare provider regarding diabetes management.